Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, the patient came to their department for follow up and chest x-ray revealed that PICC is coiled around brachiocephalic vein. No patient serious injury was reported. No other information was provided.